Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device. The patient alleged headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient alleged headache. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed slight dust/dirt contamination. Evidence of liquid ingress is present in the form of mineral deposits on motor housing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Mineral spots consistent with water ingress were found within blower box and motor casing. Water ingress has been previously addressed. The unknown dust/dirt contamination found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Pil is unable directly address the symptoms outlined in the complaint. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. Pil can confirm the presence of water ingress. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instance of errors on the device. Pil was unable to confirm the presence of degraded sound abatement foam in the device. Evidence of dust contamination observed.